Manufacturer narrative:
The customer did not return any materials for investigation.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample on the meter and the result was 3.6 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 2.6 inr. No adverse events were alleged to have occurred with the patient. The patient is currently in stable condition. The patient's therapeutic range is 2.5 - 2.9 inr. The patient's testing frequency is once per week. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient did not have any unusual bruising and did not require medical treatment. The patient has had no changes in coumadin dose related to the event. The patient does not take any other anticoagulants. The patient has had changes in diet and other medications. No details provided. The patient did not use alcohol to prepare her finger prior to sample collection. The patient's product has been requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.